Event description:
Caller reported a malfunction on the pump, specifically indicating malfunction code malf 12 with fault ID 0x2071. There was no information provided about whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset.